Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that when the physician interrogated the patient's generator, it was discovered that the patient's settings had been inadvertently set to 0 ma. The patient's last appointment was (B)(6) 2009. Programming history was received and reviewed and it was noted that no final interrogation was performed on (B)(6) 2009 to verify patient settings. The last thing performed on (B)(6) 2009 was a system diagnostics test which is likely the cause of the reset. Patient's settings have been reset to the intended settings.